Manufacturer narrative:
The account alleged they were going to rebuild the brake block. Repairs have not been completed.

Event description:
The account alleged the brake is not holding on the head end of the bed.